Event description:
A report was received that the patient had an increasing pain at the pocket site. The pain was greater when stimulation was on. Database analysis revealed no anomalies. The patient was given a topical lidocaine medication patch for pain and will undergo a pocket revision.